Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Customer reports that the stapler did not fire properly. Used another device without further consequence. Ta90 4.8 stapler was fired across stomach during a gastrectomy. Stapler was closed successfully and fired. Handle locked out and tissue was transected. When stapler was opened the staples had not formed.